Event description:
Reporter stated that caller from facility reported that the unit had underfilled final containers prepared the day before. This was based on complaints from nursing that bags had emptied 1 to 4 hours earlier than programmed. The caller stated that the unit had been calibrated prior to those bags being prepared and had been calibrated without incident the morning she called. However, just prior to her call, during auto calibration, the load cell read "o" with no weight on it, but read 1230 grams when the 1000 gram weight was put on it. There were no adverse events for the pts on the bags that ran empty early. The caller was advised not to use the unit, which will be sent to product services for evaluation.

Manufacturer narrative:
Unit was received dirty and was tested as received. Unit passed all performance tests. The complaint could not be duplicated.